Event description:
It was reported that this balloon catheter was utilized during an implant procedure. After placing the right ventricular and right atrial leads, the coronary sinus was selected correctly and a venography was performed. The balloon catheter was utilized to achieve a more detailed visibility of the veins by injecting contrast. A slight tamponade was observed. Due to a good stable patient condition and correct blood pressure, the procedure continued without intervention. The left ventricular lead was successfully placed. There is no allegations against this balloon catheter. No adverse patient effects were reported. Additional info was received by the customer on 10/15/2009 which stated that the term 'slight tamponade' refers to the slight accumulation of fluid in the pericardium (sac enclosing the heart). No intervention was taken as the patient was stable and blood pressure was normal. The implant was completed successfully. There are no allegations against this balloon catheter.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Evaluation: one wedge pressure catheter and one syringe were returned for evaluation. It was reported a slight accumulation of fluid in the pericardium sac was observed during the procedure; however, no allegations against the balloon catheter were observed and no adverse patient effects were reported. Using 10x magnification, the latex balloon was inspected; no obvious damage to the balloon were observed. No occlusion of the opening at the distal tip of the catheter was observed. The stopcock handle was placed in an open position in order to attach the returned syringe; no obvious anomalies within the stopcock were observed. The inflation lumen was pressurized with 1.0cc of air; the balloon inflated and deflated within the three second specification when tested multiple times. However, the inflated balloon did not hold volume; balloon deflation occurred in approximately one minute. The entire catheter was then submerged in water, where 1.0cc of air was once more injected into the inflation lumen. A steady stream of bubbles emerged from the opening at the distal tip of the catheter, which is indicative of an interlumen crossover between the distal and inflation lumens. No other evidence of balloon or catheter leakage was observed. Per the global clinical marketing manager the interlumen crossover would not cause the tamponade, which is an emergency condition requiring immediate treatment. However, the reported event appeared to be potentially attributed to a procedure/patient anatomy related cause.